Event description:
Customer reports to have high blood glucose of 640 mg/dl, which was treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap was normal; no air found in tubing; no leaks found; time, date, and basal rates were correct; bolus wizard were correct. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer would call back when in receipt of tubing clamp in order to perform high pressure test. Customer was also advised to seek medical attention if blood glucose continues to elevate. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.